Event description:
The patient underwent breast reconstruction with a mentor memorygel device. Subsequently, according to the patient's attorney, the patient experienced pain, fullness in the left superior pole, misshapen breast, capsular contracture, wrinkling and symmastia. The devices have been removed. No other information is available.